Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt connector damaged) has been confirmed. Upon evaluation, two pins in the electrode belt's trunk cable connector were bent. The root cause for the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. The patient received a replacement electrode belt.

Event description:
A patient service representative contacted zoll customer support while attempting to fit a (B)(6) old female to report that the patient's belt connector was damaged. The patient was provided with a replacement electrode belt.